Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6)2017 with blood glucose level of 400 mg/dl. The customer was treated with insulin. Customer was changing the infusion set and noticed that the blood glucose was not coming down the insulin pump was not worn less than 48 hours prior to hospitalization. The customer received a no delivery alarm. Customer completed troubleshooting for the no delivery alarm and insulin exited the tubing. The customer declined troubleshooting for high blood glucose. Customer's blood glucose on the day they called were 250 mg/dl and 300 mg/dl. The product was not returned for analysis.